Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) failed. There was no patient injury. The user was trained on the use of the mynxgrip device. The device was stored and prepped according to the IFU. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle (gray) was engaged to the black handle, the syringe was received separated from the device and procedural sheath was not returned for evaluation. In addition, the stopcock was noted to be opened. The sealant was observed exposed and exposed to blood. The advancer tube was observed to have remained in its manufactured position. No other damages/anomalies were observed on the received device. Per functional analysis, a simulated deployment test to ensure the functionality of the returned device was performed. The shuttle was advanced completely without issue, and the advancer tube was proximally retracted and found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU) during the failure investigation. Dimensional analysis was performed to verify the advancer tube¿s length and distance between the proximal and distal tamp locks; and the measurements were noted to be within specification. Per microscopic analysis, visual inspection at high magnification found evidence of the sealant exposed to blood and exposed from the shuttle. In addition, upon thorough visual inspection at high magnification, the tamp locks were examined for any damages that might have impeded the advancer tube from engaging with the proximal tamp lock during the procedure; and no damages or anomalies were observed. The reported event of ¿sealant-failure to deploy¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism, even though the received condition indicated an unsuccessful deployment since the sealant was received exposed on the body shaft. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, procedural/handling factors (such as incomplete engagement of the advancer tube) may have contributed to the failure to deploy event experienced by the customer since there were no functional anomalies observed with the deployment mechanism of the returned device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed. There was no patient injury. The user was trained on the use of the mynxgrip device. The device was stored and prepped according to the IFU. Additional information was requested but not provided. The device was returned for evaluation as previously expected. Addendum: product evaluation images show a failure to deploy condition on the returned device.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.